Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the pump was not returned to mmdg the complaint could not be investigated. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was repeatedly alarming "push run to feed". They also stated that the pump would "start and deliver a minute amount of formula, the screen goes black again". They did not state if pump alarmed or not. Mmdg did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint and that the pump was working as expected at that time. (B)(4).